Manufacturer narrative:
(B)(4).

Event description:
It was reported that during capconfirm threshold searches, oversensing of far-field r-wave was observed. This behavior occurred only during threshold searches. No programming changes were made.